Event description:
The patient had a lasik procedure performed in 2000 to treat their high myopia (-12.50 diopters). Following the lasik procedure, the patient was overcorrected, had some induced astigmatism and was experiencing unstable vision.in 2004, dr. Elected to implant intacs inserts in the patient's right eye in an attempt to provide further correction and to possible stabilize the patient's vision. Dr. Performed a bioptic procedure (combined treatment using lasik and intacs inserts) which is not approved by the FDA for use with intacs inserts. An incision was placed nasally at the 9:00 o'clock position and the intacs segments were implanted in a superior/inferior orientation. The approved incision placement is superior at 12:00 o'clock with the intacs segments to be placed vertically. The intacs inserts are also not approved to treat typeropia or astigmatism of greater than 1.0 diopter. Additionally, the orientation of the intacs inserts and the use of different thicknesses of the segments was not performed in accordance with the intacs approval for myopia.at a postoperative follow-up exam in late july 2004, the patient had complaints of discomfort. There was no evidence of corneal staining at this time and the patient was still in the early postoperative healing period. There was no corneal staining reported at this exam. About two months later, the patient saw dr. Because they were experiencing discomfort in their right eye. The physician notes that the inferior intacs segment (0.350 mm) had eroded through the patient's cornea and that approximately 1/8th of the segment as exposed at approximately the 7:00 o'clock position (near the incision area). Dr. Immediately removed both of the intacs inserts from the patient's cornea. The patient was last seen by dr. In december 2004 and the patient was stable. Their cornea was healing well, with no sequelae as a result of the intacs removal.